Manufacturer narrative:
In this case, the reported positioning failure associated with leaflet grasping and difficult or delayed positioning (clip becoming caught in anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported positioning failure associated with leaflet grasping and difficult or delayed positioning (clip becoming caught in anatomy) appear to be related to patient conditions (prolapsed posterior leaflet and mitral annular calcification). Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation appears to be related to the positioning failure associated with leaflet grasping and is therefore related to procedural conditions. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1528.

Event description:
N/a.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and mitral annular calcification (mac). A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclipxt, was prepared per the instructions for use (IFU), was inserted without issues, and grasping was performed. However, the clip was unable to grasp both leaflets and became caught on the anterior mitral leaflet (aml). The clip was inverted, and the clip was able to be freed from the leaflet. The clip was then redrawn into the left atrium (la) and grasping was attempted. However, while grasping the leaflets, it was observed that the posterior mitral leaflet (pml) was torn away from the annulus, and it was observed that the mr increased. Therefore, the second clip was removed from the patient. The mr remained at a grade of 4. An intra-aortic balloon pump was then placed. The patient then underwent mitral valve replacement.